Event description:
It was reported "patient had an agba PICC inserted and within seconds had an anaphylactic reaction. Patient's throat closed causing an emergency. The PICC catheter was removed immediately." The patient required anaphylaxis medications in line with acls regimen. A new vascular access was placed. The patient's current condition is reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "contraindications: the pressure injectable arrowg+ard blue advance antimicrobial/antithrombogenic catheter is contraindicated: for patients with known hypersensitivity to chlorhexidine." The complaint of catheter related allergic reaction could not be confirmed. No sample was returned for investigation. The customer reported that allergy testing was going to be performed to confirm a chlorhexidine allergy, however the results of the allergy test were not received for the investigation. A device history record review was performed, and no relevant findings were identified to suggest a manufacturing related issue. Therefore, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results. Corrected data: section d.1. Brand name corrected to arrow agba PICC/delta kit: 1-l 4.5 fr x 55 cm. Section d.4.-catalog# corrected to cdc-45541-vps2. Section d.4.-UDI# corrected to (B)(4).

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "patient had an agba PICC inserted and within seconds had an anaphylactic reaction. Patient's throat closed causing an emergency. The PICC catheter was removed immediately." The patient required anaphylaxis medications in line with acls regimen. A new vascular access was placed. The patient's current condition is reported as fine.